Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with a full supply change and a dexcom g7 sensor change while using the ilet system and inset 23"-6 mm infusion set, and subsequently experienced hyperglycemia with a highest blood glucose of 185 mg/dl for approximately 30 minutes without device alerts for prolonged hyperglycemia. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no use of backup therapy. Investigation included troubleshooting and education with successful completion of the supply and sensor change and review of device alerts. Investigation of this case revealed no device alarms or malfunctions and no identifiable device component issue, with the cause of the transient hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.